Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, the lens was stuck in deliver system, the lens became lodged within the delivery system. Specifically, it became stuck in the cartridge, resulting in difficulties during the lens delivery process. The staff followed the instructions for loading the lens, but encountered challenges when attempting to deliver it twice. Due to concerns about safety, they decided against using the same lens. It's important to note that no harm to the patient was reported. As an alternative, the procedure was successfully completed using a different lens during the initial surgical procedure.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.10. The lens was returned positioned incorrectly in the lens case in the opened pouch in the carton. Viscoelastic was dried on the lens. One haptic was bent in the gusset area. The haptic insertion area of this haptic was torn across the anterior optic surface. The optic posterior edge has a small nicked area. The associated cartridge was not returned for an evaluation. A qualified cartridge and handpiece were indicated. A non-qualified viscoelastic was indicated. The root cause for the reported complaint of "lens stuck in the cartridge" may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was indicated. The instructions for use (IFU) instructs: company foldable iols are qualified for use with company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The instructions for use (IFU) instructs that company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The lens was returned placed into a lens case. The file indicated that ,"according to staff the lens was stuck in the cartridge hence they were struggling with delivery of the lens. Staff has loaded the lens as per instruction. When they attempt twice and it felt that it is not safe to use the same lens." The monarch cartridge is a single use device. It is not a recommended practice per the instructions for use (IFU) to use a cartridge more than one time. The manufacturer internal reference number is: (B)(4).